Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Beginning 4 days ago they feel like stimulation stopped being constant. It would only come on in a blue moon or when they lean forward or move a certain way. When they try to adjust stimulation up it shows settings not available. They tried all groups but none have helped. They reached out to their healthcare professional (hcp) office but have not heard from anyone. They need to see a doctor to check on the device and to follow up with. Patient services sent an hcp listings. No further complications were reported/are anticipated.